Event description:
It was reported that a user of the ilet system experienced elevated glucose after meal announcements despite recently increasing meal regularity, and the call was transferred to a partner clinical line for assistance including a factory reset. Symptoms included hyperglycemia with reported glucose around 300 mg/dl. Outcomes included transient high glucose without hospitalization. Investigation included a review of use patterns related to meal announcements and meal size selection, and coordination with the partner organization for device troubleshooting. Investigation of this case revealed a likely mismatch between announced meal size and actual intake leading to postprandial hyperglycemia. It was concluded that user-related meal announcement settings contributed to high glucose and that clinical support would address configuration through education and device reset as needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.